Event description:
N/a.

Manufacturer narrative:
Updated fields: (type of investigation, investigation findings, component code, investigation conclusion). Additional information: e1(event site telephone: (B)(6) it was reported that the cardiosave intra-aortic balloon pump (iabp) will not pass the fiber optic test. No patient involvement. A getinge field service engineer (fse) during pm procedure found that unit would not pass the fiber optic test. Transducer waveform would not display on screen. The waveform was a flat line for the entire duration of the test. Fse found that low output pressure port connector pins soldered to the front end board were detached from the board. While examining the fault, it is not apparent as to what would cause this fault. Front end pcb was replaced was replaced to solve the issue. Once the board was replaced verified through fiber optics test in the service menu with simulator that waveform is now present and displaying correct waveform.** also replaced switch optical cable during repair. Noticed that connector was loose, once board replaced verified that unit reloaded b.17 software onto the unit. Complete pm procedure on work order 44498176. Reference for measurement details. The defective components were received for further investigation. The following investigation was performed by angel rodriguez, technician of the maquet failure analysis and testing dept. (B)(6) : ar (B)(6) 2024. The failure analysis and testing dept. Received part number 0670-00-1164 rev. A, serial number (B)(6) , with a reported unit failure of failing the fiber optic test due to some pins that were disconnected. The fat performed a visual inspection and found the part to have low pressure output pins broken. Please see attachment. Fat verified the reported failure but no root cause identified. Since the damage is physical this board will not be sent to the supplier for failure analysis. Retaining the part in the failure analysis and testing department per procedure number 0002-07-d008 rev. Aq. The non-conformances with the returned components were confirmed. However, the root cause or the most probable root cause is impossible to be defined.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during preventative maintenance by getinge field service engineer, the cardiosave intra-aortic balloon pump (iabp) unit would not pass the fiber optic test. Transducer waveform would not display on screen. There was no patient involvement.